Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pump infusion unit indicating ¿not for human use¿ could not be confirmed, however the customer stated that the issue was found to be due to a pcu had a dataset that was still in the approved status and not in released status. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that a pc unit had a "not for human use" message displayed on the screen during an infusion. The report source indicated that the patient's family called a nurse to report the information on the pump screen. No patient harm was reported. Biomed later indicated that an unreleased dataset had been uploaded to the unit and had inadvertently been sent to a patient care area. The pc unit was in "approved" status, not in the "released" status thereby causing the 'not for human use' message to be displayed.